Event description:
A customer technical advocate (cta) was contacted by the account stating that a physician had questioned the results for one pt as being low for hemoglobin, rbc and platelet. The cell-dyn 3700 sl analyzer generated hgb+125.5 g/dl, rbc=5.77 m/ul and plt=218 k/ul results that were reported. The next day this pt was retested, and a hgb=7.6 g/dl was obtained. The account the repeated the original sample, yielding a hgb=7.0 g/dl, rbc=4.58 m/ul and plt=168 k/ul. The physician delayed a transfusion due to the high hemoglobin result initially reported. No further impact to pt mamagement was reported.